Event description:
Consumer claimed the product may have caused his blood pressure to rise.

Manufacturer narrative:
No investigation was performed as the complaint issue was treated as a customer inquiry.